Manufacturer narrative:
The company service representative examined the system and verified all system functions. The system met specifications. This report mailed in to FDA on: 11/21/2007.

Event description:
The customer reported, a problem with low vacuum during cortex removal. The vacuum only rose to 120, when the tip became occluded. The surgeon was able to complete the procedure. The surgeon also noted chamber instability and repeated loss of suction. There was no pt injury. However, 14 cases were cancelled.